Event description:
It was reported that boston scientific technical services (ts) received a call regarding a lead safety switch (lss) switching a patient's device to unipolar pacing due to pace impedances of greater than 3000 ohms while in bipolar pacing. The right ventricular (rv) lead showed noise in both unipolar and bipolar pacing configurations. The patient, mainly pacing with the right atrial (ra) lead, had no symptoms. The patient was sent to the electrophysiologist to assess lead integrity, and the device was reprogrammed as a result. The device and leads remain in service. No additional adverse patient effects were reported.